Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow high pacing thresholds were noted on the right atrial and right ventricular leads. An x-ray showed that both of the leads dislodged. A revision was performed and the leads were repositioned. No additional adverse patient effects were reported.